Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's spouse reported via phone call indicating a large air bubble in reservoir. Customer's blood glucose was 287 mg/dl. During troubleshooting, customer was not able to continue troubleshooting as customer's spouse speaks on behalf of customer due to customer being hard of hearing and spouse was very sick and was going to the hospital. Customer's spouse is not a patient and illness was not diabetes related. Caller put the insulin pump on suspend and removed reservoir. Caller was advised that reservoir would be replaced.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.